Manufacturer narrative:
One flush suture cutter was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The distal tip of the shaft has broken at the suture cutting window. As reported the surgeon attempted to cut five sutures at one time. This device was validated to cut a maximum of four sutures. In order to cut five sutures an excessive amount of force would be needed. Per the devices IFU under ¿precautions¿ ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿.

Event description:
It was reported during operation, when the surgeon tried to cut 5 sutures at once, tip of device broke. No delay was noted. No patient injury or complications were reported.